Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the oxygen (o2) sensor was replaced but the fraction of inspired oxygen (fio2) would not decrease below 26%. As a result, the epgs was replaced and the issue was resolved. The suspect device is being returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed to calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. It was identified that the original gas blender of the involved unit had not been reconditioned since its manufacture date. The service repair technician (srt) was unable to duplicate the reported complaint. He replaced the oxygen (o2) sensor as the likely cause of the problem. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a procedure on (B)(6) 2017, the clinical team had three instances in which the calibration of the electronic patient gas system (epgs) system passed calibration, and when the flow was set up to .2 l/min the system gave a calibration needed message on the central control monitor (ccm). The blender at this point of the case was set at 21%, but the actual sensor reading was much higher at 31.9% the first time. The subsequent disagreements were blender set at 22% with sensor reading 37.7%, and blender 21% with sensor reading 32.1%. The information obtained states that this occurred on bypass. Clinical scenarios during a bypass procedure call for above a set point of 21%. From the information received, the clinicians initiated bypass with a epgs that had the discrepancy between set point and oxygen (o2) sensor reading point. This reading was consistently above the set point, therefore a higher than intended o2 percentage was delivered to the oxygenator. The team does set up and calibrates the epgs with the oxygenator connected, but it is not known if they use either an independent mechanical flow meter or a forane vaporizer in line. The team used the epgs throughout the system and did not use either the hand/manual controls for fraction of inspired oxygen (fio2) or flow, and did not uses an external o2 sensor to cross reference the o2 reading from the epgs's o2 analyzer. The patient's partial pressure of oxygen (po2) was within normal range throughout the procedure. The epgs was exchanged post procedure. There was no delay in the start or continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
Per log analysis, on (B)(6) 2017: 01:29:24 calibration successfully completed 08:22:45 flow changed from 0 l/min to 0.2 l/min 08:23:35 o2 sensor and blender disagree (blender = 21.2%, sensor = 31.9%) this will cause the gas system to indicate calibration is needed. 08:27:56 calibration successfully completed 08:28:28 flow set to 0.2 l/min 08:29:09 o2 sensor and blender disagree (blender = 22.2%, sensor = 37.7%) 08:41:12 o2 sensor and blender disagree (blender = 21.2%, sensor = 32.1%) the event "o2 sensor and blender disagree" will occur when the set point (blender) is more than 10% different then the sensor measurement. This occurred 3 times on (B)(6) 2017. During laboratory analysis, the product surveillance technician (pst) connected the epgs to a system 1 simulator and ccm, attached o2 and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.48 volts, within the specification of .55-2.758 volts. The pst operated the epgs at 0.2 l/min and 21% o2. The ccm displayed 20.9% and an external o2 analyzer displayed 21.8% o2. Operated the epgs over two days with no calibration or o2% errors occurring. Checked internal connections of the epgs with nothing found that would cause failure.